Event description:
It was reported that a power loss to the proteus xr/a table caused it to move freely in the long axis. There was neither injury reported nor patient involvement. The concern is for a serious injury if a pt were to become unsteady and fall as a result of the table moving.

Manufacturer narrative:
A ge field engineer replaced the table power fuse and returned the product back into service. The system's operator manual indicates a warning to the user that the table top can move freely when no power is applied to the table. The manual also instructs the user to monitor the table for movement to avoid injuries.